Manufacturer narrative:
Reporter informed the company that the product has been discarded.

Event description:
Choke [choking]. Brush came off - oral-b [device breakage]. Case narrative: a parent reported via e-mail stating that the brush on their daughter's oral-b battery toothbrush came off and she choked on it. No serious injury was reported. 05-feb-2025 follow up via picture: the suspect product was oral-b battery toothbrush handle 3735 kids battery toothbrush. No serious injury was reported.